Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer stated the unit displayed an error and restarted. Customer is unable to find any errors in the unit's log. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
PMA/510k: 10jul2019. Date of report: 02aug2019. The manufacturer's field service engineer (fse) evaluated the unit and could not confirm any error codes. The fse found the unit had enclosure damage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.